Event description:
It was reported by the sales rep. That the pump caused interference on the EKG monitor during case. The case was completed using the pump with no patient consequence. See also associated MDR 1221934-2008-00330

Manufacturer narrative:
Mitek is, at this point in time, awaiting receipt of the complaint device towards conducting an evaluation. Upon completion of the investigation, the resulting conclusions will be the subject matter of a follow-up report.